Event description:
Reporter indicated that patient's baseline heart rate during surgery before the lead test was 62-63. During the first lead test, the patient's heart rate increased to 98. The heart rate spontaneously returned to the baseline rate after the lead test without any medical intervention. During the second lead test, tachycardia (hr 90's) was once again noted. Again, no medical interventions were needed or performed since the heart rate returned to baseline spontaneously.